Event description:
Patient reported the aligners are causing cavities which they have never had one before starting the aligners. The aligners are causing other issues and damaging their teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.